Manufacturer narrative:
Pt did not return suspect product (s), thus eval could not be performed. The control solution test that was performed over the phone with caller was in range.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2010 in the early morning. Caller reported that pt tested with his autocode meter prior to eating and received a result of 50mg/dl. He immediately called the medics who arrived in 15 minutes. Paramedics tested with their meter and received a reading in the 30's. Pt stated that the paramedics administered insulin. Pt was treated at home and not transported to the hospital. Prodigy sent replacements along with a prepaid envelope for return of suspect product(s).